Event description:
It was reported that the stent dislodged from the balloon onto the shaft of the vision during prep. There was no patient involvement. No additional information was provided. During return device analysis, balloon material was observed to be peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the guide wire exit notch and contrast in the inflation lumen, which is consistent with preparation and handling. The stent was stationary on the proximal end of the balloon but had dislodged proximally. The distal end of the stent was located 1cm proximal to the distal balloon marker. There were two struts in the first row of distal stent struts that were flared and twisted. The balloon was returned tightly folded. The middle and proximal ends of the balloon were wrinkled. Crimp marks were visible on the tightly folded balloon between the distal balloon marker; suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were crimp marks on the balloon 1 mm proximal to the proximal balloon marker; however since the inner member in the middle of the balloon was wrinkled, this would contribute to the crimp marks appearing to be located past the proximal marker. The entire soft tip was wrinkled. There was balloon peeling noted at the distal shoulder of the balloon. The protective sheath was not returned. The tip length was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. The proximal stent outer diameters were measured and met manufacturing criteria. The middle and distal outer diameters were oversized; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. In this case, it is likely the stent was inadvertently handled during preparation for use, resulting in the stent dislodging and the noted damage to the stent, balloon, tip, and inner member. Additionally, balloon peeling can be a result of handling of the balloon and an interaction with the stent. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this event. In this case, the reported stent dislodgement appears to be related to the operational context of the procedure.